Event description:
This report pertains to the one of three devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 3005099803-2009-1618 and 3005099803-2009-1637 for a description of the other event. Date of event and procedure date are unknown. It was reported to boston scientific corporation in 2006 that a resolution clip device was used during an esophagogastroduodenoscopy procedure (patient gender, age and weight are unknown). According to the complainant, during the procedure, plastic catheter broke and would not work. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Component(s), broken. Product was inspected when received. One device was returned for evaluation. Upon investigation it was noticed that the sheath grip was detached from the over sheath. The clip assembly was not deployed and located outside the over sheath approximately 3.0" from the distal end. A kink was also noticed in the coil. When the over sheath was gripped by hand, the clip assembly was able to be exposed. Once exposed, the clips were able to be opened and closed. The clip assembly was able to be deployed properly. As evident by the kink in the coil and the sheath grip being detached from the over sheath, the end-user may have exceeded the design limits of the device during use based on the direction for use (dfu) " precaution(s) prior to use" statements. In a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. In a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. Once exposed from the over sheath, the clip assembly could be deployed properly. The cause of the reported malfunction is undetermined.